Manufacturer narrative:
The serial number of the device has not been made known to the manufacturer and it has been confirmed that the device is not available for return. Based on the information provided, it is not clear what the root cause of this event was therefore no conclusion can be drawn. As the serial number has not been given the manufacturer can not determine the site of manufacturer for further investigation (livanova (B)(4) or our sister site sorin group (B)(4)) this case will be closed at this time and can be re-visited if further information becomes available. Device not returned to manufacturer.

Event description:
The manufacturer was notified on 13th may 2017 that the patient is doing well.

Manufacturer narrative:
Manufacturing site is unknown as the serial number is tbd. (B)(4). Device manufacture date and date of expiry is unknown as sn# is tbd. Device not evaluated as not yet determined if device is available.

Event description:
A perceval valve was implanted on (B)(6) 2015. Post procedure the patient exhibited atrial fibrillation, bradycardia and flutter and pneumothorax. On (B)(6) 2016 echo showed valve with good function with gradient 16 mmhg. On (B)(6) 2017 the patient was admitted to hospital due to bav requiring pace maker implantation. Presenting with fever and blood cultures resulted positive to e. Faecalis. The patient was treated with gentalyn and ampicillin. Tee was performed and showed no vegetation but pannus presence with gradient 65 mmhg. The patient was discharged with diagnosis of sepsis. On (B)(6) 2017 the perceval valve was explanted.